Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, and will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The pump calculator has been recommending an incorrect amount of insulin. The patient gave an example of having a blood glucose of 208mg/dl and a recommendation of 2.5 units of insulin from the pump. No symptoms were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: during investigation, a review of the pump settings confirmed that the insulin sensitivity factor was set to 1u:50mg3 with a target bg of 100mg. During testing, using the patient¿s settings, an ezbg bolus for 208 mg was programmed and the pump correctly calculated a 2.15 unit bolus. The history settings issue was not able to be duplicated during the investigation and there was no defect found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.